Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that rhythmia procedure had to be cancelled because the pod did not work. On the generator the message: pod disconnected was displayed even though it was plugged. Troubleshooting efforts included several attempts to re-plug the connection between the pod and generator, restarting the generator, and playing with the cable, but nothing resolved the issue. No patient complications were reported.